Event description:
Additional review indicated that there was a reported infection at the pocket site.

Event description:
It was reported that the patient had purulent discharge at the pocket site that occurred over the weekend. It was noted that the manufacturer representative had seen the patient a week ago, the representative had looked at the patient¿s scar, and did not recall anything looking out of the ordinary. At that time, the patient had not expressed anything particular about the pocket site. It was noted that the patient spent a considerable amount of time in her tanning bed. The patient symptoms were reported as drainage/incisional wound opening. It was noted that the system was explanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the device and lead had been removed secondary to an infection at the pocket site. It was noted that the infection had ¿cleared up.¿

Manufacturer narrative:
Product ID: 39286-65 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 37746 lot# serial# (B)(4), product type programmer, patient product ID: 37754 lot# serial# (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported that the patient was ready to have the device replaced by a different doctor. The patient was suggested to make an appointment. The manufacturing representative (rep) sent an email to a nurse to be on lookout for the patient along with details of existing peripheral nervous system (pns) stimulator and circumstances of explanted epidural lead and implantable neurostimulator (ins).